Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed in sections as (B)(6) is an OEM manufacturing site. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using a bd vacutainer® safety-lok¿ blood collection set, the healthcare provider retracted the needle and while trying to ¿eliminate the blood collection system, the needle pricked me in the pulp of the left index finger despite being retracted and the fact that I am wearing gloves¿. There was no report of medical interventions.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after using a bd vacutainer® safety-lok¿ blood collection set, the healthcare provider retracted the needle and while trying to ¿eliminate the blood collection system, the needle pricked me in the pulp of the left index finger despite being retracted and the fact that I am wearing gloves¿. There was no report of medical interventions.